Event description:
On (B)(6) 2009, a customer contacted the bio-rad laboratories technical support department regarding a discrepant result. The customer stated while performing correlation studies with the (B)(6) assay, lot number 113dbb-05, a sample from a pt thought to be (B)(6) produced a non-reactive result. The customer reported that the pt sample had not been previously tested at their laboratory, but the pt had been tested multiple times previously on the cd4 test and had a low count, so was assumed to be (B)(6). The customer then tested the sample on the (B)(6) assay (lot number unk) and the result was reactive. The customer sent the pt sample to an outside laboratory for (B)(6) testing and the result was positive. Bio-rad technical support requested a pt sample and was informed that the laboratory did not have any more of the pt sample. Bio-rad technical support asked if the laboratory could redraw the pt and was told that the pt is now deceased. The cause of death is unk.

Manufacturer narrative:
Pt titers of (B)(6) antibody are known to decline significantly with disease progression for multiple reasons: the assault on the immune system renders it incapable of responding appropriately late in disease, and as antigen levels increase, peripheral antibody becomes bound to antigen and is no longer detectable in an antibody assay. The combination of low antibody titer, a limited repertoire of antibody species, and high antigen levels could block detection in an antibody sandwich assay by interfering with attachment of one or both of the antibody-binding domains, causing failure of pt antibody to bind to antigen on the plate or failure of conjugate antigens to bind to the captured pt antibody. Assays configured using indirect antibody detection (B)(6) may still exhibit detectable antibody in such a pt, if only one of the two antibody binding domains is blocked in a subset of pt antibodies. The pt may have been infected with an (B)(6) variant that is not well recognized by the biologicals in (B)(6). Although the assay demonstrated excellent sensitivity for known (B)(6) subtypes and variants in clinical studies, there may be rare virus strains that do not cross-react well with these defined epitopes, but are better detected when presented with a broader range of viral lysate antigens. Without the availability of a pt sample, bio-rad laboratories could not perform any in-house investigational testing, which may have provided a more definitive answer.